Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the medium-large clip applier closed tight after applying a clip and would not reopen. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. The clip applier was found with both grips bent. The instrument was placed and driven in-house and passed recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions and installed a medium-large clip; however, the clip applier tips would not release the clip when clipping. As a result, the clip could not properly unload from the grip tips due to the severely bent tips of the clip applier. The complaint was confirmed by failure analysis.